Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during a transluminal arterial angioplasty procedure of arteriovenous fistula, the structure of the balloon was allegedly broken during its withdrawal. It was further reported that the balloon was removed by open surgery. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter in two detached segments was returned for evaluation. Segment 1 consists of the catheter and the proximal end of a partially circumferential ruptured balloon. The second segment consists of the detached inner guide wire lumen and the distal tip of the catheter. The remaining portion of the balloon is still attached at the distal end. A circumferential balloon rupture was observed. No other specific anomalies were noted. No functional testing was performed. All the anomalies noted on microscopic observation. Therefore, the investigation for the reported balloon detachment was confirmed as the returned device in 2 detached segments of catheter and balloon. The investigation was also confirmed to have identified balloon rupture as circumferential balloon rupture was observed during the visual evaluation of the returned device. A definitive root cause for the reported balloon detachment and identified balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3 . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a transluminal arterial angioplasty procedure of arteriovenous fistula, the structure of the balloon was allegedly broken during its withdrawal. It was further reported that the balloon was removed by open surgery. The current status of the patient is unknown.